Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was dented and contaminated. Analysis also found the battery latch and ring cover were contaminated. Upper case and lower were broken, bail covers were broken and contaminated, and the serial number label was torn. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.